Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was 6.6 mmol/l. The alarm was cleared and the insulin pump could be rewound. Nothing further was reported.